Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, there was degradation of timi flow post stent deployment. In (B)(6) 2011, the patient was diagnosed with stable angina (ccs class 2) and cardiac catheterization was recommended. The denovo target lesion was located in the proximal left anterior descending artery (prox lad) with 70% stenosis and was 10mm long with a reference vessel diameter of 3.50mm. The physician treated the lesion with pre-dilation and placement of a 3.50x12mm taxus liberte stent, with 0 % residual stenosis following post-dilation. The patient was discharged on aspirin and prasugrel. During the index procedure post stent deployment, it was noted there was degradation of timi flow from timi 3 to timi 2. No additional information is available at this time and the site has been queried to provide further details.

Event description:
It was further reported that the site confirmed that this event was reported in error and there was no degradation of post timi flow.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).